Manufacturer narrative:
It was reported by the dentist that the implant failed. Multiple attempts were made to retrieve additional information from the complainant. However, no additional information with regards to the implant implanted and explanted date could be gathered. A follow up report will be submitted upon receipt of additional information and completion of the investigation of the returned part. However, failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused or contributed by the implant itself.

Event description:
The dentist reported that the implant failed. Multiple attempts were made to receive additional information on the complaint, however, no additional information was provided by the complainant. No information was received on the implant and explant date, lot number of the device. This report will be updated upon receipt of any additional information.

Manufacturer narrative:
Corrections: section b: b1: reportability updated to malfunction as it was reported initially as a serious injury. Section h: h1: updated type of report to reflect malfunction. The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: DHR history record: no lot number provided. Stock product reviewed: the complaint cannot be duplicated. Returned sample device: no returned device. Investigation results: no investigation performed as no lot number was provided nor was the device returned. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.